Manufacturer narrative:
Device evaluated by manufacturer: yes. Result: no failure detected. Conclusion: unable to confirm complaint. The customer reported that they generated a discrepant result with one patient sample using the cobas ampliprep / cobas taqman hcv test. The customer suspected that the patient sample was genotype 4 and requested that sequence analysis be provided for the sample in question. The customer sent four samples, two of which were 20% dilutions of the original sample (300ul of each), a third sample which was 100 ul of the original sample, and a fourth tube which was a 10% dilution of the original sample (200ul). Sequence analysis showed that poor sequence data which contained many mixed bases was obtained. Therefore, there was poor alignment to the assay oligos and genotyping could not be performed. The lack of (B)(6) sequence for the samples does not necessarily mean that no (B)(6) was present in the samples. The lack of sequence information could be due to sequence heterogeneity under the primers used for sequencing or due to low titers within the sample tubes. It could not be confirmed that the variable results obtained from the sample in question were due to genotype 4 issues or primer / probe mismatches with the cap/ctm hcv test. The complaint kit batch retain testing results were within specification. There is no indication of a product non-conformance. (B)(4).

Event description:
A customer site in (B)(6) filed a complaint alleging that they generated discrepant results when using the cap/ctm hcv test. On (B)(6) 2012, a patient sample generated an hcv titer of (B)(6). They then separated edta plasma from the primary tube and froze the aliquot. This sample was then re-run on (B)(6) 2012 and generated an hcv titer of (B)(6). The associated us kit is (B)(4), p060030.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation is ongoing. The outcome of the investigation will be communicated through a follow-up report.(B)(4).